Event description:
It was report via a journal article that a patient underwent a soft tissue tumor excision on (B)(6) 2005 and a topical skin adhesive and suture was use to close the incision. Approximately 3 weeks post-operative the wound showed an inflammatory reaction. The patient developed extrusion of the suture, granuloma formation, delayed wound healing, and inflammation. After extrusion or excision of the suture material the follow up was uneventful.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-10866. The same patient is represented in each medwatch.